Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 434 mg/dl this morning. The patient treated via insulin pump bolus and manual insulin injection. Troubleshooting was declined for the hyperglycemia. Additionally, the device had a blank display anomaly. The issue was resolved via battery change. The insulin pump was not returned for analysis.